Manufacturer narrative:
Initial.

Event description:
It was reported that the user was using a freestyle libre 3 sensor that is not compatible with the ilet app, resulting in an incompatibility issue between the glucose sensor and the ilet system; troubleshooting and education were provided to explain sensor compatibility requirements. No adverse clinical symptoms reported. Outcomes included no impact on health status or therapy beyond the need for user education and sensor replacement guidance. User support included customer interview, device use review, and verification of sensor-to-system compatibility. Investigation of this case revealed that the ilet system functioned as designed and the event was attributable to use of an incompatible third-party glucose sensor combined with initial misidentification of the sensor type during support interactions. It was concluded, based on previously established findings for similar reports, that the cause was user device incompatibility and use error.